Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was previously receiving fentanyl and marcaine (bupivacaine) at unknown concentration and dose and currently receiving demerol (meperidine) at unknown concentration and dose via an implantable pump for non-malignant pain and lumbar radiculopathy. The patient began experiencing issues with no pain relief in 2014. They had their pump taken out (B)(6) 2014 because the catheter line was shredded and broken in half. The catheter wasn't delivering medication to the area that was damaged. The patient was implanted with a new pump and catheter (B)(6) 2016 and it was working great. The healthcare professional wanted to do an MRI to see what an updated picture of the patient's spine looked like and where the old piece catheter line was at or moving too.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.